Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the catheter fractured. A direxion catheter was selected for use. During the procedure, the body of the microcatheter broke, exposing the inner layer. The procedure was successfully completed. No patient complications were reported.